Manufacturer narrative:
The associated lead was reconnected several times during the procedure. The problem was resolved with reconnection, and no further complications were reported.

Event description:
Boston scientific crm received information that, during an implant procedure, this device exhibited an out of range pacing impedance and was not pacing once placed in the pocket. No adverse patient effects were reported.